Event description:
It was reported that the device longevity was less than expected, and the device is approaching elective replacement indicator (eri). It was suspected that the lower than expected longevity was related to the patient's inconsistent settings over the life of the device. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant products: a 4469 competitor implantable pacing lead: (B)(6) 2002. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement.

Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.